Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported not enough bleedback from the marker lumen was confirmed based on the returned device analysis. Based on the information provided, the reported difficulties and treatment appear to be related to circumstances of the procedure. Reportedly, no angiogram was performed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. In this case the IFU deviation would not have contributed to the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions was added to capture no femoral angiogram performed. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device sheath after an atherectomy and balloon angioplasty interventional procedure. No femoral angiogram was performed. The proglide device was flushed prior to use without any issue. Reportedly, there was not enough bleedback from the marker lumen and the physician did not feel comfortable to deploy the device. A new proglide device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.